Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 501 mg/dl. The caller stated that the customer's blood glucose levels suddenly rose, and they were unable bring them back down. The caller felt that the insulin pump had nothing to do with the event, and declined troubleshooting. Nothing further was reported.